Event description:
It was reported that during the ventricular fibrillation (vf) induction procedure following implant, the right ventricular (rv) lead exhibited dramatically reduced r-waves and t-wave oversensing (twos). The lead was repositioned, and remains in use. Following the repositioning procedure, it was not possible to reconnect the device to the lead as it was no longer possible to tighten the setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summar: the device was returned and analyzed. No anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.